Manufacturer narrative:
H6. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the drug solution did not come out of bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter, translated from japanese to english: according to the patient's report, the drug solution did not come out.

Event description:
It was reported that the drug solution did not come out of bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter, translated from japanese to english: according to the patient's report, the drug solution did not come out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.